Event description:
Rep reported that the valve was not flowing properly. The valve required over 40 cm h2o to flow at setting 4. This was a valve that was implanted 3 weeks prior to the event. Surgeon could not find an occlusion or anything that would require such a high pressure to flow. Surgeon confirmed that both catheters were patent and eventually replaced the valve.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused an occlusion in the device which appears to have caused the difficulty encountered by the customer. Once the occlusion was flushed the device flowed freely. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.